Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent to the 90% stenosed lesion located in the noncalcified, moderately tortuous distal right coronary artery (rca), but was unable to cross the lesion. The lesion was pre-dilated with a 2.5x20mm balloon, unknown type. Upon removal of the stent delivery system from the patient, it was noted that the proximal side of the stent was lifted up. The procedure was completed with another taxus stent, same size. No patient complications were reported. Patient status post procedure is noted as "good."